Event description:
A bipap auto biflex device was returned to a service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the service center, the unit was visually inspected, and a burnt connector was identified. Based on the evaluation findings, the device was forwarded to the manufacturer for investigation. A follow-up report will be submitted when the manufacturer's investigation is complete.